Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure? No further information is available. What is the lot number? No further information is available. Were x-rays taken to locate the needle piece(s)? No further information is available. What measures were taken to retrieve the broken piece? No further information is available. Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. No further information will be provided. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ug/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke. The needle was found. No adverse patient consequences were reported. Additional information was requested.